Event description:
Pt received a 2.75mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the dist rca and a 2.75mm diameter x 24mm length endeavor sprint rx stent in the 2nd obtuse marginal. Stent implant was successful; however it was reported that the pt suffered an mi one day post procedure. It was reported that the pt was asymptomatic on discharge. No other clinical sequelae were reported. Investigator reported that the event was unrelated to the study stent and probably related to the procedure. (Ref MFR # 9612164201101011 & 9612164201101012).

Manufacturer narrative:
(B)(4). Eval: results: mi.

Event description:
It was confirmed that the mi occurred in a non target vessel.